Manufacturer narrative:
The customer indicated that they have a procedure implemented to verify unexpected results prior to reporting results outside the laboratory. Per customer, the unit was performing within qc specifications. The customer declined submitting specific data.

Event description:
Beckman coulter inc (bci) contacted this customer on (B)(4) 2011 via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside of the laboratory. The customer did not report affect to the patient or user attributed or connected to this event.